Event description:
Adverse event(s): "pt impact is unk" (no known impact or consequence to pt). Product problem(s): "auxiliary illuminator works intermittently" (device stops intermittently). A nurse reported an intermittent problem with the auxiliary illuminator not working properly. The system had to be reset to make it work. The pt impact is unk.

Manufacturer narrative:
A company service rep examined the system, confirmed the problem. The lamp was replaced and the system was tested and met all product specs. The investigation, including root cause determination, is in progress. (B)(4).